Manufacturer narrative:
This report is being filed on an international device; tecnis optiblue itec preloaded 1-piece iol, model pcb00v that has a similar device, tecnis 1-piece iol model pcb00 which is distributed in the united states under PMA p980040. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection at microscope magnification was performed: lubricant material residue was not observed in the device. The lens was observed stuck at the cartridge tube, and the cartridge tip was damaged/deformed which indicate that the unit was previously handled and prepared for surgical process. The reported issue was verified; however, due to the conditions in which the sample returned it is not possible to determine that the reported issue is related to the manufacturing process. Based in the analysis product quality deficiency could not be determined. Manufacturing record review: he manufacturing process record was evaluated and no deviation was found during process related to the complaint issue reported. The search revealed no additional investigation requests received for this production order number. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
This report summarizes <noe> 1 </noe> malfunction event. The event was related to cartridge tip cracked or damaged. There were no patient injuries reported associated to the events.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f and g. 4 date on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.